Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl; cause unknown. Customer administered a correction bolus via the pump as well as a correction injection and a supply change to address the bg. Customer declined further troubleshooting of the issue with tandem technical support, therefore no additional information was obtained.